Event description:
Hi, I am a (B)(6) guy and I had a lasik surgery in (B)(6) 2015. I developed chronic eye pain from it. This comes with a severe dry eyes effect at all time and chronic inflammation of the eyelids and blepharitis. I cannot watch any kind of screen (computer, tv, cellphone, projector) because I am extremely intolerant and it increases my pain and inflammation dramatically. I have lost my job, my degree in accounting is now good for nothing, 90% of my entertainment are now gone. I can't play games. I can't watch tv or tv series. Can't do anything computer related even if most of my personal and professional skills are computer related. This is really hard for me, my girlfriend and my family, I am not the only one affected by this disability. My life is destroyed because I didn't want to wear glass for my -1.75 myopia. I tried kinds of remedies or eye drop and I have seen countless doctors, nothing is working really. Finally after 11 months of pain and searching for my problem, I was finally allowed to see my lasik surgeon and he told me I was his fifth pt with this problem. One of his 5 pts committed suicide, the others are living terrible lives with this problem. My eye has actually no physical problem and I see perfectly, the damage is neurological, yet the result is the same for me. My life is destroyed. They told me this facultative surgery was extremely safe and complications were rare, minor and treatable. My doctor told me the only way of dealing with my chronic eye problem is by doing spiritual work by trying to ignore and decouple my thought of pain from the sensation feel. I don't consider that a real efficient treatment. I am now condemned to a terrible life of pain, physical and emotional, or to commit suicide to get my peace. This report was a pain for me to fill.